Event description:
It was reported that post a da vinci surgical procedure, the site experienced multiple instances of recoverable system error code 23022 after powering on the system. The site contacted intuitive surgical, inc. (Isi) for technical assistance. Review of the da vinci system logs by a technical support engineer (tse) found that the recoverable system error code 23022 experienced by the site was related to patient side manipulator (psm) arm 3. With the assistance of the tse, the site burnished the brakes on the psm. The site then powered up the system and indicated to the tse that the system homed normally and there were no error codes generated. On (B)(4) 2014 the isi field service engineer (fse) conducted a field investigation and confirmed that the system error code 23022 was associated with the psm arm 3. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The affected psm was replaced to repair the system.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis confirmed the reported failure mode. During a weighted brake drop test of the psm, system error code 23022 was generated and found to be associated with the psm axis 2 brake. Axis 2 was replaced to repair the psm. Axis 1, the bearings, shaft and gear were also replaced. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.